Event description:
It was reported that a flogard infusion pump would not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition that the device would not functioning was confirmed as a failure 94. The cause was determined to be due a damaged battery. In order to resolve the issue the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.